Manufacturer narrative:
An internal investigation was performed for a customer in the united states reporting a qcv failure in association with the minividas® instrument when running the vidas® pct (procalcitonin) assay. A field service engineer (fse) was dispatched on 11jan2019 in order to repair and qualify the instrument. The fse then performed several actions: replacement of the seals. Pump test was performed which failed only for position a1. All others positions were correct (section a and b). Pump cleaning on section a as the fse noticed some debris on position a1. Pump test after cleaning confirmed that position a1 passed. A leak test and qcv test were then performed in order to qualify the instrument. The tv1 result values were correct on all positions. The qcv failure was due to a clog in position a1 probably caused by debris observed by fse. The retrospective analysis was performed between 01jan2019 (date of last good qcv) and january 09jan2019 (date of qcv alert). During the concerned period, 15 samples were tested and passed on position a1. All samples were retested, and 13 had no interpretation change. Two pct samples were affected with a potential interpretation change depending on the clinical context of sepsis or low respiratory tract infection. Sample #5 had a first result of < 0.05 ng/ml and the retest was 2.40 ng/ml. According to the customer's feedback, this could be linked to a laboratory error. Sample #8 had a first result of < 0.05 ng/ml and the retest was 0.36 ng/ml. The first result was underestimated and reported to the physician. This would be an interpretation change only in the case of a low respiratory tract infection. The customer reported that there was no impact to patients. In conclusion, the qcv failure was due to clog in position a1. Cleaning position a1 resolved the issue. A qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks that are rare and sudden. A field safety notice (fsca 3749-1) was issued 28-mar-2018 advising customers to increase the frequency of the quality control vidas® (qcv®) testing to weekly rather than monthly to reduce the period of potential retrospective analyses needed, and to continue to conduct a visual inspection of the spr® (solid phase receptacle)after each run.

Event description:
On (B)(6) 2019, a customer in the united states reported a qcv failure in association with the minividas® instrument when running the vidas® pct (procalcitonin) assay. The customer reported that qc failed twice on side a of the instrument. The last good qcv was (B)(6) 2019. Biomérieux requested that the customer perform a retrospective analysis and rerun samples run in a1 from (B)(6) 2019. The customer reported that there were two (2) patient samples affected by the issue: sample 5 with 1st result < 0.05; retested 2.40 ng/ml, sample 8 with 1st result < 0.05; retested 0.36 ng/ml. The customer stated that sample 5 was detected by the technician as a discrepant result, so a new sample was redrawn from the patient and tested on side b of the instrument. Only the confirmation result was reported to the physician, and there was no impact to the patient. The customer reported that sample 8 was repeated on side b of the instrument and the physician was notified of the corrected result. No intervention was necessary as this patient was having pct testing every 6 hours. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.